Manufacturer narrative:
The bench engineer confirmed the units charging port is physically damaged. Front case had been replaced to address the issue. Nbp, co2 and touch screen have been calibrated. Device functions were confirmed to work correctly after repairs were completed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the pins are loose and the device does not recognise the cables. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.